Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the exp date is not known. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) and sterile lot records review could not be conducted for the disposable device as a lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure sys: infection or sepsis. (B)(4).

Event description:
On (B)(6) 2010, a pt had a laparoscopic removal of a "small section of [the] end of [the] right fallopian tube containing [an] ectopic pregnancy" (right distal partial salpingectomy), a "light dilatation and curettage" (d&c), and an uneventful novasure endometrial ablation. The pt called the physician on (B)(6) 2010, to report chills, low grade fever, cough, and abdominal pain. The pt reported having a cold. The pt was seen by the physician on (B)(6) 2010, and he found uterine tenderness and cervical motion tenderness on examination suggestive of endometritis. The pt was given cipro (ciprofloxacin). The pt returned to the physician's office on (B)(6) 2011, for a f/u visit. She was feeling better but had a discharge that was "yellow/tan chunks of tissue [and] strong odor". On (B)(6) 2011, the physician reported the results of the culture was "normal flora of the genitourinary tract". Additionally, he reported the pt is currently doing fine.